Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrograms (egm) signal begin to clipping during the implantable pulse generator (ipg) threshold test. It was noted that the signals remain for several seconds and then regains signal also for a more sustained period in which it causes intermittent behavior. Ipg remains in use. No patient complications have been reported as a result of this event.